Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode recorded an alert due to high out of range shock impedance measurement. Device data was sent to rhythmcare for review. Data review determined the reported observations are an indication of lead impairment. Rhythmcare recommended performing an x-ray to evaluate the system placement. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This electrode was returned and a thorough analysis was completed. The electrode was returned in two segments. The reported observations were unable to be confirmed as the electrode passed all electrical testing. The observed damage was attributed to the explant procedure. The cause of the reported observations were attributed to an unintended use error.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode recorded an alert due to high out of range shock impedance measurement. Device data was sent to rhythmcare for review. Data review determined the reported observations are an indication of lead impairment. Rhythmcare recommended performing an x-ray to evaluate the system placement. This electrode was tested in clinic with provocative maneuvers, however no noise was able to be produced. This electrode was attempted to be explanted, however the electrode was cut with part of the electrode remaining in the patient. The physician again went into the device pocket and was able to successfully explant and replaced the electrode. The device was electively explanted and replaced during this same procedure. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode recorded an alert due to high out of range shock impedance measurement. Device data was sent to rhythmcare for review. Data review determined the reported observations are an indication of lead impairment. Rhythmcare recommended performing an x-ray to evaluate the system placement. This electrode was tested in clinic with provocative maneuvers, however no noise was able to be produced. This electrode was attempted to be explanted, however the electrode was cut with part of the electrode remaining in the patient. The physician again went into the device pocket and was able to successfully explant and replaced the electrode. The device was electively explanted and replaced during this same procedure. No additional adverse patient effects were reported.